Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced physical pain, lower back pain, pelvic pain, bodily injury, recurrence of prolapse, urinary tract infections and difficulty with bowel movements. The patient also experienced dyspareunia, mesh extrusion, mesh migration, a recurring feeling of pressure and fullness, and bladder outlet obstruction. All other information is unknown and unavailable.